Manufacturer narrative:
The insulin pump passed the displacement test and excessive no delivery alarm test. No external ram crc error alarm and no excessive no delivery alarm noted. The device had intermittent button response due to a flattened act button dome switch. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had unexpected restart alarm and keypad anomaly. The blood glucose at the time of the incident was 281 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.